Event description:
It was reported that the patient was feeling slightly dizzy and tired. The pulse generator was interrogated and a diagnostic issue was observed, likely due to cautery from an unrelated surgery. The diagnostics was cleared by accessing the engineering test page. The device remained implanted.